Manufacturer narrative:
D10: fuse bi31000178 10a 250v t-lag crm mda h2: see b5. H3/h6: the medtronic representative stated that the fuse was replaced on the system to resolve this issue. Applicable codes: b01, c02, d02 the fuse was discarded, and therefore not returned for analysis. Applicable codes: b17, c20, d15 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the fuse was replaced in the work order on the system.

Manufacturer narrative:
Onsite functional and visual examination was performed by a manufacturer representative. The system passed a system checkout and was determined to be operational. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device being used for a sacroiliac and thoracolumbar procedure. It was reported that there was no power on the mobile view station (mvs) because the cable was pulled hard. It was also noted that a fuse was blown. There was no reported delay and no reported impact to patient outcome.